Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had an error ¿power-up test fail code #14.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and found that the unit had error code 14, 10 times. Fse replaced the scroll compressor d119-00-0236, temperature sensor probe d206-00-0734, and 2 muffler¿s (d103-00-0499, d103-00-0631). Fse then tested the safety and functionality as per factory specifications and iabp was then returned to customer for clinical use. The defective components were received for further investigation. The failure analysis and testing dept. Received the following parts associated with this complaint: pn 0119-00-0236 rev. A, sn (B)(6). Part was received with a reported failure of an error code 14 during powerup. The fat performed a visual inspection and found the part to be in good condition. The fat installed pn 0119-00-0236 in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. No failure confirmed on this part. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Ar. The non-conformances with the returned components were not confirmed.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b3, b4, b5, g3, g6, h2, h6 (health effect ¿ clinical code, health effect ¿ impact codes), h11. Corrected field: in the initial emdr the g3 date incorrectly mentioned as 05/24/2024, but the actual g3 date is "05/22/2024".

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had an error ¿power-up test fail code #14 during an in house training by a getinge clinical representative. There was no patient involved.

Manufacturer narrative:
Updated fields: b4, d8, g1, g3, g6, h2, h11. Corrected fields: b6, b7, d5, d10, e1 (initial reporter, event site mail), e2, e3, e4, g2, h6 (medical device - problem code & component codes).

Event description:
N/a

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h11. Corrected fields: h6 (investigation conclusions, investigation findings).